Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 89,791 joules of use, ¿aiming beam fires straight out of fiber; laser began firing from tip of laser fiber¿ was noted. The fiber was exchanged and the second fiber exhibited the same issue at 517,012 joules. The fiber tips (caps) of both fibers were cleaned during the procedure. The procedure was completed with third fiber at 248,614 joules. Patient outcome: no injury to the patient reported. This report is for second fiber.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the distal tip of glass cap and metal cap are detached and not returned; the outer flow tubing open end exhibits minor scratch marks, slight melting, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Third fiber exhibited "fiber cap detachment." The fiber tip (cap) of third fiber was cleaned during the procedure. "Finished case with third fiber even though fiber cap detachment" reported.